Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the patient will be seen via routine follow-ups. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited a low out of range pacing impedance measurement. No adverse patient effects were reported.